Manufacturer narrative:
This case was initially received via regulatory authority (B)(6) (reference number: (B)(4)) on (B)(6) 2017. The most recent information was received on 27-dec-2017. This spontaneous case was reported by a consumer and describes the occurrence of allergy to metals ("allergy to nickel"), vestibular neuronitis ("vestibular neuritis") and viral upper respiratory tract infection ("viral ent infection") in a female patient who had essure (batch no. 893022) inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multi gravida and parity 3. On an unknown date, the patient had essure inserted. On (B)(6) 2013, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), abdominal discomfort ("very tense abdomen"), abdominal pain upper ("stomach pain"), constipation ("chronic constipation"), arthralgia ("generalised joint pain/ joint pain in hips"), myalgia ("muscle pain"), back pain ("lower back pain"), paraesthesia ("paraesthesia in legs"), dizziness ("dizziness"), dyshidrotic eczema ("dyshidrosis of feet"), menorrhagia ("heavy menstrual bleeding lasting up to 1 month") and abdominal distension ("bloating"). In october 2014, the patient experienced vestibular neuronitis (seriousness criterion medically significant) and viral upper respiratory tract infection (seriousness criterion medically significant). The patient was treated with surgery (total hysterectomy and bilateral salpingectomy with removal of essure inserts on (B)(6) 2016). Essure was removed. At the time of the report, the allergy to metals, vestibular neuronitis, viral upper respiratory tract infection, abdominal pain, abdominal discomfort, abdominal pain upper, constipation, arthralgia, myalgia, back pain, paraesthesia, dizziness, dyshidrotic eczema, menorrhagia and abdominal distension outcome was unknown. The reporter provided no causality assessment for abdominal discomfort, abdominal distension, abdominal pain, abdominal pain upper, allergy to metals, arthralgia, back pain, constipation, dizziness, dyshidrotic eczema, menorrhagia, myalgia, paraesthesia, vestibular neuronitis and viral upper respiratory tract infection with essure. The reporter commented: it was stated that patient experienced paresthesia in legs (moderate cervical herniation at c6-c7 does not explain the disturbance of somatosensory evoked potentials). Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on an unknown date: highly positive for nickel. Several tests, all of which came back negative, i.e. They did not provide any explanation for her problems. (B)(6) 2014, tests found vestibular neuritis due to probable viral ent infection. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 27-dec-2017: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (B)(6) (reference number: (B)(4)) on 17-aug-2017. The most recent information was received on 27-dec-2017. This spontaneous case was reported by a consumer and describes the occurrence of allergy to metals ("allergy to nickel"), vestibular neuronitis ("vestibular neuritis") and viral upper respiratory tract infection ("viral ent infection") in a female patient who had essure (batch no. 893022) inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multi gravida and parity 3. On an unknown date, the patient had essure inserted. On (B)(6) 2013, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), abdominal discomfort ("very tense abdomen"), abdominal pain upper ("stomach pain"), constipation ("chronic constipation"), arthralgia ("generalised joint pain/ joint pain in hips"), myalgia ("muscle pain"), back pain ("lower back pain"), paraesthesia ("paraesthesia in legs"), dizziness ("dizziness"), dyshidrotic eczema ("dyshidrosis of feet"), menorrhagia ("heavy menstrual bleeding lasting up to 1 month") and abdominal distension ("bloating"). In (B)(6) 2014, the patient experienced vestibular neuronitis (seriousness criterion medically significant) and viral upper respiratory tract infection (seriousness criterion medically significant). The patient was treated with surgery (total hysterectomy and bilateral salpingectomy with removal of essure inserts on (B)(6) 2016). Essure was removed. At the time of the report, the allergy to metals, vestibular neuronitis, viral upper respiratory tract infection, abdominal pain, abdominal discomfort, abdominal pain upper, constipation, arthralgia, myalgia, back pain, paraesthesia, dizziness, dyshidrotic eczema, menorrhagia and abdominal distension outcome was unknown. The reporter provided no causality assessment for abdominal discomfort, abdominal distension, abdominal pain, abdominal pain upper, allergy to metals, arthralgia, back pain, constipation, dizziness, dyshidrotic eczema, menorrhagia, myalgia, paraesthesia, vestibular neuronitis and viral upper respiratory tract infection with essure. The reporter commented: it was stated that patient experienced paresthesia in legs (moderate cervical herniation at c6-c7 does not explain the disturbance of somatosensory evoked potentials). Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on an unknown date: highly positive for nickel several tests, all of which came back negative, i.e. They did not provide any explanation for her problems (B)(6) 2014, tests found vestibular neuritis due to probable viral ent infection the list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 05-jan-2018 for the following meddra preferred term: allergy to metals. The analysis in the global safety database revealed 357 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: unable to confirm complaint further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 27-dec-2017: similar incident listing attached and case updated accordingly. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: r1708179) on 17-aug-2017. The most recent information was received on 11-sep-2020. This spontaneous case was reported by a consumer and describes the occurrence of allergy to metals ('allergy to nickel') and pelvic pain ('pelvic pain') in a female patient who had essure (batch no. 893022) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included multi gravida (four) and parity 3. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2013, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), abdominal distension ("bloating"), abdominal discomfort ("very tense abdomen"), back pain ("lower back pain"), menorrhagia ("heavy menstrual bleeding lasting up to 1 month"), abdominal pain upper ("stomach pain"), constipation ("chronic constipation"), arthralgia ("generalised joint pain/ joint pain in hips"), myalgia ("muscle pain"), paraesthesia ("paraesthesia in legs"), dizziness ("dizziness") and dyshidrotic eczema ("dyshidrosis of feet"), 1 month 27 days after insertion of essure. In (B)(6) 2014, the patient experienced vestibular neuronitis ("vestibular neuritis") and viral upper respiratory tract infection ("viral ent infection"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic bilateral salpingectomy, essure removal). Essure was removed on (B)(6) 2016. At the time of the report, the allergy to metals, pelvic pain, abdominal pain, abdominal distension, abdominal discomfort, back pain, menorrhagia, vestibular neuronitis, viral upper respiratory tract infection, abdominal pain upper, constipation, arthralgia, myalgia, paraesthesia, dizziness and dyshidrotic eczema outcome was unknown. The reporter provided no causality assessment for abdominal discomfort, abdominal distension, abdominal pain, abdominal pain upper, allergy to metals, arthralgia, back pain, constipation, dizziness, dyshidrotic eczema, menorrhagia, myalgia, paraesthesia, pelvic pain, vestibular neuronitis and viral upper respiratory tract infection with essure. The reporter commented: patient experienced paresthesia in legs (moderate cervical herniation at c6-c7 does not explain the disturbance of somatosensory evoked potentials). (B)(6) 2016. Extract from the procedure report: bilateral salpingectomy and bilateral essure tubal implant removal for persistent pelvic pain via laparoscopic route (hysterectomy not performed). Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on (B)(6) 2016: contact allergy assessment: positive test ++ to nickel; positive ++ to palladium. Ear, nose and throat examination - in (B)(6) 2014: tests found vestibular neuritis due to probable viral ent infection. Investigation - on an unknown date: several test, all negative, did not provide any explanation for the problems. Lot number: 893022 manufacture date: 2011-08 expiration date: 2014-08. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 11-sep-2020: updated quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 17-aug-2017. The most recent information was received on 04-sep-2020. This spontaneous case was reported by a consumer and describes the occurrence of allergy to metals ('allergy to nickel') and pelvic pain ('pelvic pain') in a female patient who had essure (batch no. 893022) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included multi gravida (four) and parity 3. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2013, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), abdominal distension ("bloating"), abdominal discomfort ("very tense abdomen"), back pain ("lower back pain"), menorrhagia ("heavy menstrual bleeding lasting up to 1 month"), abdominal pain upper ("stomach pain"), constipation ("chronic constipation"), arthralgia ("generalised joint pain/ joint pain in hips"), myalgia ("muscle pain"), paraesthesia ("paraesthesia in legs"), dizziness ("dizziness") and dyshidrotic eczema ("dyshidrosis of feet"), 1 month 27 days after insertion of essure. In (B)(6) 2014, the patient experienced vestibular neuronitis ("vestibular neuritis") and viral upper respiratory tract infection ("viral ent infection"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic bilateral salpingectomy, essure removal). Essure was removed on (B)(6) 2016. At the time of the report, the allergy to metals, pelvic pain, abdominal pain, abdominal distension, abdominal discomfort, back pain, menorrhagia, vestibular neuronitis, viral upper respiratory tract infection, abdominal pain upper, constipation, arthralgia, myalgia, paraesthesia, dizziness and dyshidrotic eczema outcome was unknown. The reporter provided no causality assessment for abdominal discomfort, abdominal distension, abdominal pain, abdominal pain upper, allergy to metals, arthralgia, back pain, constipation, dizziness, dyshidrotic eczema, menorrhagia, myalgia, paraesthesia, vestibular neuronitis and viral upper respiratory tract infection with essure. No further causality assessment were provided for the product. The reporter commented: patient experienced paresthesia in legs (moderate cervical herniation at c6-c7 does not explain the disturbance of somatosensory evoked potentials). On (B)(6) 2016. Extract from the procedure report: bilateral salpingectomy and bilateral essure tubal implant removal for persistent pelvic pain via laparoscopic route (hysterectomy not performed). Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on (B)(6) 2016: contact allergy assessment: positive test ++ to nickel; positive ++ to palladium. Ear, nose and throat examination - in (B)(6) 2014: tests found vestibular neuritis due to probable viral ent infection. Investigation - on an unknown date: several test, all negative, did not provide any explanation for the problems. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 4-sep-2020: start and stop date of essure updated, lab data updated, event pelvic pain added (reported as indication for essure removal). We received a lot number in this case. A technical investigation will be conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (B)(4) on 17-aug-2017. This spontaneous case was reported by a consumer and describes the occurrence of allergy to metals ("allergy to nickel"), vestibular neuronitis ("vestibular neuritis") and upper respiratory tract infection ("viral ent infection") in a female patient who had essure (batch no. 893022) inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multi gravida and parity 3. On an unknown date, the patient had essure inserted. On (B)(6) 2013, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), abdominal discomfort ("very tense abdomen"), abdominal pain upper ("stomach pain"), constipation ("chronic constipation"), arthralgia ("generalised joint pain/ joint pain in hips"), myalgia ("muscle pain"), back pain ("lower back pain"), paraesthesia ("paraesthesia in legs"), dizziness ("dizziness"), dyshidrotic eczema ("dyshidrosis of feet"), menorrhagia ("heavy menstrual bleeding lasting up to 1 month") and abdominal distension ("bloating"). In (B)(6) 2014, the patient experienced vestibular neuronitis (seriousness criterion medically significant) and upper respiratory tract infection (seriousness criterion medically significant). The patient was treated with surgery (total hysterectomy and bilateral salpingectomy with removal of essure inserts on (B)(6) 2016). Essure was removed. At the time of the report, the allergy to metals, vestibular neuronitis, upper respiratory tract infection, abdominal pain, abdominal discomfort, abdominal pain upper, constipation, arthralgia, myalgia, back pain, paraesthesia, dizziness, dyshidrotic eczema, menorrhagia and abdominal distension outcome was unknown. The reporter provided no causality assessment for abdominal discomfort, abdominal distension, abdominal pain, abdominal pain upper, allergy to metals, arthralgia, back pain, constipation, dizziness, dyshidrotic eczema, menorrhagia, myalgia, paraesthesia, upper respiratory tract infection and vestibular neuronitis with essure. The reporter commented: it was stated that patient experienced paresthesia in legs (moderate cervical herniation at c6-c7 does not explain the disturbance of somatosensory evoked potentials). Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on an unknown date: highly positive for nickel several tests, all of which came back negative, i.e. They did not provide any explanation for her problems (B)(6) 2014, tests found vestibular neuritis due to probable viral ent infection. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case, a search in the database was performed on (B)(6) 2017 for the following meddra preferred terms: allergy to metals. The analysis in the global safety database revealed 281. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Further company follow-up with the regulatory authority is not possible. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.